Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels ranging from the 400s to approximately 500 mg/dl and the cause was not known. Insulin injections were administered. The cartridge and infusion set were changed. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.